Manufacturer narrative:
(B)(4): the customer reported the device could not deliver a shock while performing opcheck. There was no reported pt involvement. This complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device could not deliver a shock while performing opcheck. There was no reported pt involvement.